Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case cracked by the left front bottom corner and bottom case was cracked by the "l" bracket. Cracked battery door and visible contamination. Unable to duplicate customer reported problem. The root cause of the reported issue was not determined. No external damage or contamination to interconnect board or speaker. Actions taken to mitigate the reported issue: replaced speaker as preventive measure. Power up process and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that watchdog error event occurred. No patient injury reported.